Event description:
Event description guidant received information that this implantable pacemaker, implanted for 15.4 months, could not be telemetered or interrogated and would not respond to a magnet test. The device was replaced without incident and returned for analysis.